Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. There was poor staple formation while being applied on linear deep rectum resection. Some of the staples were unformed. The distal staple line was incomplete and did not close. They opened the single staples. The staple line was fixed by preforming another resection with a successful staple line. The surgery time was extended to 30 minutes due to the device issue. There was 2-3 cm of additional tissue loss. New handle and reload were used to complete the case. The patient is alive.